Event description:
It was reported that during an arthroscopy, the footprint anchor could not be implanted. It is unknown if the event happened internal or external to patient. The procedure was completed without surgical delay using a smith and nephew back up device in the original bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the fractured anchor off the device. The suture strings were not returned. The anchor is fractured below the suture window, the proximal anchor is in the proximal portion of the distal anchor. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.